Event description:
On jan 14, it was reported to boston scientific corp that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure performed on (B) (6) 2009. According to the complainant, the prolieve thermodilatation system (refurbished) had an error regarding rectal temp monitor (rtm) connectivity. The rtm was reseated but the error remained. The physician aborted the procedure. The prolieve thermodilatation system (refurbished) was later exchanged and the rtm worked fine. There were no complications and the pt condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on may 14, 2009, revealed an MDR-reportable malfunction of physitemp being out of tolerance. This MFR report is submitted based on the evaluation results.

Manufacturer narrative:
Functional analysis of the returned prolieve thermodilatation system (refurbished) revealed physitemp 1 module was defective and was replaced. The complaint was confirmed as physitemp failure would have caused the error message the customer received. (B) (4).